Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Even though the patient has shingles post-treatment, the treating clinic does not suspect it to be related to the miradry treatment. The rate seen (69 worldwide incidents out of estimated 185,000+ procedures performed to date) is approximately 0.037% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced bilateral numbness, tingling, irritation, and pain from axillae to forearms along with prominent veins in the forearms 17.9 weeks post miradry treatment. Patient stated the symptoms were gradually improving by icing and taking ibuprofen.